Event description:
Philips received a complaint by the customer on the v60 indicating that the device powers up by itself, without hitting the power button. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states the unit powers on by itself while not in use and has trouble powering off, power management (pm) printed circuit board assembly (pcba) was recently replaced per field correction order and customer replaced the power switch overlay but problem persists. Verified unit powers on by itself with just battery connected and without ac. The rse advised the customer to disconnect the battery and leave unit off and plugged into alternating current (ac) power overnight, if problem not duplicated replace battery to correct issue, if problem reoccurs replace user interface (ui) pcba to correct issue, provided part ID for the ui pcba. The investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.